Event description:
The site reported that a light adjustable lens (lal) was explanted due to a capsular bag tear during the implant surgery. The implant surgery and the capsular bag tear occurred on (B)(6) 2022 . The lens went into the vitreous and was later explanted by a retinal specialist on (B)(6) 2022 . Rxsight's first awareness of the event was on (B)(6) 2022 .

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The light adjustable lens (lal) was implanted on (B)(6) 2022 . During the surgery, the capsular bag was torn because the patient moved, which led to the iol going into the vitreous and a subsequent choroidal hemorrhage. The patient was referred to a retinal specialist. Due to the presence of choroidal hemorrhage, the explant could not have been performed until it was resolved. The retinal specialist was able to explant the lal on (B)(6) 2022 and replace it with a different iol. Manufacturer reference #: (B)(6).